Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # 922a78. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload was received partially fired 1/10 with the reload pan partially dislodged from the right proximal side. No functional test was performed due to the condition of the reload. Additionally, photos were provided and they showed a blue reload with the sled can be seen partially advanced inside of an opened package. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 922a78, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.